Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 21-may-2019 with the following findings: during investigation, the pump powered on to a call service 06 alarm. The pump was opened and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. The call service alarm occurred due to eeprom component damage. The pump download was not able to executed. The cs 069 call service alarm issue was not able to be adequately investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged that the pump emitted a cs 069 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.